Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient falls a lot. She had a really hard fall about four weeks prior to the report. The patient¿s device quit working at that time. There were no patient symptoms or complications reported.